Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer rebooted the station and refrigerator to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis refrigerator es system had communication issue. The customer reported that the refrigerator was not detected on communication bus and the tower door had failed. The customer stated that the malfunction occurred when the user was trying to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.